Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when attempting to retract the needle of a bd saf-t-intima¿ IV catheter safety system (after use), resistance was met which resulted in a needle stick. There was no reported medical intervention.

Manufacturer narrative:
Photos were provided for analysis. The photos were visually inspected the provided photos and confirmed that the needle had speared through the extension tubing. A review of the device history record could not be performed as a lot number was not provided for this incident. Based on images evaluation and considering the exposed cannula in the device, we cannot confirm or associate the defects to manufacturing process. An absolute root cause for this occurrence could not be identified, however, the engineer notes that this type of damage can occur due to incorrect activation of the device.